Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. It is unknown if the patient is pacemaker dependent. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the lead was capped and replaced to resolve the event. The patient was stable.